Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - e0122 movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values six days after the sensor was inserted in the abdomen. The patient was at a rehabilitation center (for a non-diabetes related issue) and suffered from a hypoglycemic event. The patient started trembling and felt that he could no longer make coordinated movements. The cgm was reading 380 mg/dl and the blood glucose reading was 29 mg/dl. The patient was treated with baqsimi (nasal glucagon spray). At the time of the report the patient felt good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.